Manufacturer narrative:
The patient was over 18 years old.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, after the surgery the patient experienced pain and had blood in her urine. The patient's urine tested positive for a bladder infection. The doctor gave the patient pain medication and antibiotics for the infection. The patient was again seen on (B)(6) 2009 and stated she was feeling better. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.